Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log showed one shock delivered to the patient on 3/8/2016 with no critical errors recorded. Therefore this claim is being closed as no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the clinician received a bit of a shock after pressing the charge button. Complainant did not indicate that there was any adverse effect to the patient or the nurse due to the reported malfunction.